Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms occurred during basal deliver and loading sequence. Customer's blood glucose was within range (value not provided). Customer reverted to using an alternate method of insulin therapy.